Event description:
As reported, the sealant protection (shaft distal) of a 5f mynx control vascular closure device (vcd) opens excessively and it could not be inserted into the unknown sheath with resistance. Hemostasis was achieved with manual compression for twenty-five minutes, resulting in no extended hospitalization. There was no reported patient injury. The device was inspected prior to use and no anomalies noted. Mynx vcd was prepared according to the instructions for use (IFU). Buttons 1 and 2 are in factory condition, there is blood on the protection tip. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, as per the instructions for use (IFU). The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The device was used during coronary angiogram using a retrograde approach. The physician was being trained on its use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: per product evaluation, the sealant of a 5f mynx control vascular closure device (vcd) was found partially exposed from the sealant sleeves as it was observed to have been frayed/split/torn as received and exposed to blood.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection (shaft distal) of a 5f mynx control vascular closure device (vcd) opens excessively and it could not be inserted into the unknown sheath with resistance. Hemostasis was achieved with manual compression for twenty-five minutes, resulting in no extended hospitalization. There was no reported patient injury. The device was inspected prior to use and no anomalies noted. Mynx vcd was prepared according to the instructions for use (IFU). Buttons 1 and 2 are in factory condition, there is blood on the protection tip. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, as per the instructions for use (IFU). The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The device was used during coronary angiogram using a retrograde approach. The physician was being trained on its use. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed both button 1 and button 2 were not depressed. The procedure sheath was not returned for evaluation, the syringe was received connected to the device and the stopcock was observed open. In addition, the balloon was found fully deflated. The sealant was found partially exposed from the sealant sleeves being frayed/split/torn and exposed to blood. A dimensional test was not performed on the returned device due to the frayed/split/torn condition observed on the sealant outer sleeve assembly. Simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. The event ¿sealant sleeves (cartridge assembly)-frayed/split/torn was confirmed since a frayed/split/torn condition was observed on the sealant sleeve assembly. In addition, the event ¿mynx control system-deployment difficultypremature¿, was confirmed since the sealant was found partially exposed from the sealant sleeves, which was caused by the rayed/split/torn condition and exposure to blood. The exact cause of the issue experienced by the customer could not be determined during analysis. Procedural/handling factors possibly resulted in the severely frayed/split/torn condition of the sealant sleeves (such as excessive force during insertion) and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the product analysis does not suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.